Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information noted that high capture thresholds were also observed

Manufacturer narrative:
Correction: device codes 1438 and 3266 should have been included in initial report

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13736, related manufacturer reference number: 2017865-2020-13737. It was reported that the patient presented via remote transmission. Review of transcripts revealed noise, decreased sensitivity, and under-sensing events on the right ventricular lead. Chest x rays showed that the right ventricular lead had dislodged. Physician also stated that the patient had developed and infection. The implantable cardioverter defibrillator, left ventricular lead, and right ventricular lead were explanted. Patient was stable post procedure.